Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that system advisories displayed multiple times and the lighting was not bright. The system implied to replace the bulb, however, this was the first time the system was put into use for surgery. The xenon lamp mode was reloaded and the system worked temporarily. The system was exchanged to proceed with surgery. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was replicated. The lamp was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 4, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a lamp. However, how or when the lamp became nonconforming cannot be determined conclusively. (B)(4).

Event description:
Additional information was received indicating one system advisory displayed and the light was not bright during surgery. The procedure was completed without patient harm. This is the first of five reports being submitted.